Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: one actual sample was received for evaluation with the patient connector of the cassette attached to the female connector. A visual inspection with the naked eye noted a female connector returned separated from the light blue main body. There was no evidence of damage to the female connector. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The connection between the female connector and the patient connector of the cassette was performed with no issues noted. The inability to remove the transfer set from the cassette was not verified during functional testing; however a separation of the female connector from the main body was verified. The cause of the separation was due to inadequate solvent application during manufacturing. A nonconformance has been opened to address the separation issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional initial reporter phone no. Is (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was unable to disconnect from the patient line of the amia automated pd cycler set; further described as ¿the blue part from the transfer set got stuck in the patient line¿. This was observed during an unspecified process step of peritoneal dialysis therapy. The transfer set had been in use for (4) days and was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.